Event description:
Procedure performed: ni. Medwatch # mw5088901. Describe the event: "during a surgical procedure, the clip applier misfired twice and was taken out of service. A new clip applier was used without incident. No harm to patient. FDA safety report ID# (B)(4). Event date: (B)(6) 2019 patient status: no harm to the patient.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation but a lot number was provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # mw5088901.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: ni. Medwatch # mw5088901. Describe the event: "during a surgical procedure, the clip applier misfired twice and was taken out of service. A new clip applier was used without incident. No harm to patient. FDA safety report ID# (B)(4). Event date: (B)(6) 2019. Patient status: no harm to the patient.